Event description:
The user received questionable calcium results from the integra 800 serial number (B)(4). Of the data provided, the results for one patient sample were discrepant. The initial result was 10.8 mg/dl with a data flag and was reported outside the laboratory. The repeat result on (B)(6) 2010 was 9.2 mg/dl and the reported result was corrected. The patients were not adversely affected. The user replaced the reagent cassette with a cassette from lot 62802801 and had no further issues. The field service representative poured out the reagent cassette contents and noted there was a precipitate in the r2 reagent.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed (B)(6) 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.